Manufacturer narrative:
This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found deformed conductor coils near the lead tip; this was most likely handling damage that occurred during the procedure. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the impedance issues observed during the implant procedure.

Event description:
It was reported that during the implant procedure, the pacing impedance measurements on this right atrial (ra) lead were abnormal. A different lead was used to complete the procedure. No adverse patient effects were reported. The attempted lead was returned and is undergoing laboratory analysis.

Manufacturer narrative:
This report will be updated when analysis is complete.

Event description:
It was reported that during the implant procedure, the pacing impedance measurements on this right atrial (ra) lead were abnormal. A different lead was used to complete the procedure. No adverse patient effects were reported. The attempted lead was returned and is undergoing laboratory analysis.